Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed via remote transmission. The signals appeared to be myopotential oversensing. The patient presented to the clinic where programming changes were made. Later, via remote transmission it was observed that the patient was still experiencing noise. Since the patient is a pacemaker dependent on (B)(6) 2016, the lead was capped and replaced. The procedure was completed without complication and the patient was stable.